Event description:
Information received by medtronic indicated that the insulin pump had critical pump error. Customer reported they received the open book image on the insulin pump screen. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No critical pump error (open book image) alarm¿noted during boot up. The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Successfully downloaded history files and traces using thus. Pump error 53 alarm found in the pump history file/trace on 12-mar-2022 at 02:58:05. Pump error 53 alarm due to hardware error (line number 3041 file number 26). Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2 and force sensor. Force sensor zero offset not within specification (2.63 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case along the side of the battery tube, cracked select button keypad overlay, pillowing keypad overlay, missing display window cover, scratched case and minor scratched lcd window. Critical pump error (open book image) alarm not confirmed. Pump error 53 alarm due to hardware error. Moisture damage found on the pcba 1, pcba 2 and force sensor. Cosmetic damage found on the pump case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.